Event description:
The customer states unit alarmed blower temperature high on screen. The customer reported that the unit was not in use on a patient. The issue was discovered during setup. The customer contacted product support and reported that the biomed verified code blower temperature high alarmed (1122) in event log. Biomed reported that the filters have recently been changed, no other information available. Product support advised customer that air inlet may have been impeded by curtains in patient room and biomed should perform extended run in to try to duplicate alarm and also to check cooling fan operation. Product support advised customer to replace blower to correct issue or as a precaution and run performance verification test (pvt) with emphasis on test 5 air delivery test. Product support provided part numbers and prices for fan, cooling, v60 and blower assy,v60. The customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomedical engineer reported the issue occurred while in use on a patient. There was no delay in therapy. The device was swapped out for another ventilator. The biomedical engineer was unable to replicate the issue, and no repair was needed.